Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn ec slm npvc catheter backed out of the vein. The following information was provided by the initial reporter translated from chinese to english: on (B)(6) 2024, at 09:00, after selecting a vessel and preparing to perform an indwelling needle puncture, after seeing blood return and the indwelling needle being delivered into the vessel, the infusion set switch was turned on and the needle was found to be out of place, which was immediately removed and replaced with a new indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4016646. 1-this batch of products were assembled at intima ii auto line 2 in february 2024, and packaged at cfs package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for flow test, and the test result is within the product specifications. Please refer to the attachment for test report. 4. If the blood return after inserting the needle is normal, it indicates that the indwelling needle itself has no blockage defect. The poor infusion may be related to the punctured vein (short and thin), the angle and depth of the catheter entering the vein, and the bending of the catheter. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further testing cannot be performed, and the root cause of the poor infusion cannot be determined.